Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2020; 694265 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient had a history of diaphragmatic stimulation. It was further reported that the patient experienced phrenic nerve stimulation (pns) after a routine device change out. It was determined that the pns occurred because the device algorithm that monitors the pacing amplitude threshold and adjusts lv outputs was inadvertently programmed on. The patient was brought back to the clinic and reprogramming was done to turn the device algorithm off. The lv lead remains in use. No further patient complications have been reported as a result of this event.